Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that setscrew mark was in the correct location, with no anomalies in the lead tip/helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported micro-dislodgement.

Event description:
This supplemental report was filed with analysis details.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) that resulted in asystole. It was determined that the patient's movement had caused a microdislodgement of the rv lead. The rv lead was explanted and replaced. No additional adverse patient effects were reported.